Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient stated they were not feeling well. Their heart was beating fast and had a "metallic" taste in her mouth. During this time, their insulin pump was displaying 200 mg/dl and their manual bg finger stick was 800 mg/dl. The patient stated the difference in values were more than 20 percent. She took herself to the hospital. Upon arrival at the hospital, the patient's bg was 827 mg/dl and the dexcom cgm displaying "high". The patient was treated with an insulin injection (novolog0. At the time of the report, the patient was still not feeling well and was in the process of recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.